Event description:
The pt experienced withdrawal. Pump interrogation revealed a motor stall occurring in 2009, with no motor stall recovery. The pump was used to deliver fentanyl and bupivacaine. The pump was replaced. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.